Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient could not urinate or pass a bowel movement. The patient stated that she started to have the issues about 1.5-2 weeks ago and was using the device for urinary and fecal incontinence. It was noted that the patient was concerned because she was scheduled to have a knee replacement surgery tuesday and needed her bowels to move. The patient mentioned that her son assisted her with using her patient programmer (pp) to confirm the ins was on and they bumped up stimulation to 0.9v earlier today. Troubleshooting attempts were made and the pp showed stimulation was on. The patient increased stimulation from 0.9v until the patient could feel stimulation at 1.5v. The patient was on program 3 and it was reported that they never used the pp until today. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was not determined and the patient increased power from 0.7 to 1.4 to resolve the issue, but the issue was not completely resolved. There were no further symptoms or complications reported or anticipated.